Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump passed displacement test, sleep current measurement and active current measurement. The pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the lithium backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained serial number label, faded serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error. Blood glucose was 7 mmol/l. Customer reported that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. Advise the insulin pump will need to be replaced. Advise to monitor the insulin pump and call back if the error recurs. The insulin pump will be returned for analysis.